Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2023 the recipient's device was reportedly repositioned. Programming adjustments were made and the recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. Device testing revealed results within normal limits. A CT scan revealed electrode migration out of the cochlea. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly re-implanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was not reimplanted. The recipient reportedly experienced device migration following revision surgery. Following revision surgery a CT scan revealed extracochlear electrodes. The recipient is reportedly experiencing sound quality issues. Programming adjustments had been made; however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.